Manufacturer narrative:
D10 concomitant medical product: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#unknown); sigphandle, sig power sigphandle handle (serial#(B)(6); sigpshell, sig power sigpshell control shell (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastrectomy (weight loss surgery), to ensure the anchoring, suture of the reinforce cartridge was disconnected after the firing was completed, the tip of the cartridge was largely wobbled to the left when one pushed under the center control button of the powered stapler. The cartridge was slightly articulated to the left. Intervention was not performed. There was no patient injury.